Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side implant rupture with "free silicone" in the "axillary tail and axilla." The device has been explanted.